Event description:
It was reported that the insulin gauge displayed an amount different than expected, showing 0 units, despite 68 units being present in the cartridge. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by loading a new cartridge.